Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was 33 beats per minute and the lower pacing rate for the implantable cardioverter defibrillator (ICD) is set to 40 beats per minute. The ICD remains in use. No further patient complications have been reported as a result of this event.